Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the air and o2 gas module provided by the customer solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced parts were the cause of the failures. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).